Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had adhesive in the working channel. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: biopsy channel had foreign material, the air/water cylinder and air/water channel had white foreign material. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the obstruction (adhesive) in the working channel was due to foreign material at the biopsy channel. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.